Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 110 units of insulin. The customer¿s blood glucose level was 243 mg/dl. Customer added insulin to the cartridge and loaded it successfully. Additionally, customer did not see drops of insulin during the fill tubing step. Tandem technical support advised customer to continue fill tubing and customer eventually saw insulin drips.